Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. This record relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold, deformation device and yellow particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.